Event description:
Information was received indicating that a smiths medical fluid warmer was alarming high temperature. There were no reported adverse events.

Manufacturer narrative:
Other text: returned device was received in worn physical condition. During the evaluation of the device, the pcb was found to be faulty. This was the cause of the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. During the evaluation of the device, the pcb was found to be faulty. This was the cause of the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.